Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that balloon inflation issue and vessel dissection occurred. Vascular access was obtained via the femoral artery. The non-occluded, 28x2.5mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 28 x 2.50 promus premier drug eluting stent was selected for use and advanced to treat the lesion. During stenting procedure, vessel dissection occurred secondary to balloon overhang. The procedure was completed by implanting another promus premier stent. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. As part of the examination, the balloon was inflated to nominal pressure and subsequently to rated burst pressure with no restrictions noted. The balloon was inflated several times and it burst above the rated burst pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that balloon inflation issue and vessel dissection occurred. Vascular access was obtained via the femoral artery. The non-occluded, 28x2.5mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 28 x 2.50 promus premier drug eluting stent was selected for use and advanced to treat the lesion. During stenting procedure, vessel dissection occurred secondary to balloon overhang. The procedure was completed by implanting another promus premier stent. No further patient complications were reported and the patient's status was stable.